Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep reported that the nail holding bolt broke during nail insertion.

Event description:
The sales rep reported that the nail holding bolt broked during nail insertion.

Manufacturer narrative:
Evaluation summary: evaluation revealed the nhs to be the primary product. No deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for more than 10 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The breakage surface and cracks indicate that the nhs thread broke due to a tensile overload; a pre-damaging of the nhs thread cannot be excluded. In combination with the age of the device the issue is attributed to a mix of an improper handling and a long term usage. No discrepancies were detected during risk analysis review